Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beep no cassette". Visual inspection revealed pump to be in good condition with a scratched screen. Inspection of the pump's event log revealed no evidence of customer's reported problem. The device was started in application. No problems found with double beeping. The downstream sensor was replaced as a preventive measure. What caused the reported problem is unknown as the problem could not be duplicated. Who caused the reported problem is unknown as the problem could not be duplicated. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump display was not working. No adverse patient effects were reported.